Event description:
The customer reported defective loudspeaker. There was no sound. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
A philips response service engineer (rse) spoke to the customer and confirmed the cause of the reported problem was a faulty speaker. The rse determined that the speaker assembly) needed to be replaced. The customer ordered a replacement speaker to resolve the issue. The customer was provided a replacement speaker to resolve the issue. The device remains at customer site.